Event description:
The customer reported via phone call that the insulin pump alarmed button error and had sticking buttons. The customer's blood glucose was 220 mg/dl. The customer did not observe any significant events leading to the alarm and keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with an intermittent esc button response due to corroded keypad trace. No button error alarm noted during testing. The insulin pump was received with minor scratches display window, cracked case on display window corners and cracked reservoir tube lip.